Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens cc4204bf and the lens haptic tore. The incision was enlarged minimally to remove the lens and was replaced with another model lens. No suture required.

Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows one plate haptic is torn off into the optic and is missing. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.